Manufacturer narrative:
The device involved in this event not marketed in the us, but is similar to universal cryoconsole marketed in the us (PMA # p020045). Bin files and failure files were reviewed and did not show any system notices for the date of event. Verification of the catheter used during the case indicated that the catheter had been used for 5 injections. The console performance was evaluated on site by field service engineering. The console failed the inspection due to a defective watchdog board. Replacement of the console watchdog board resolved the issue. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that the user was unable to complete a cryoablation procedure due to issues with the cryoconsole. The case was aborted; the patient was under general anesthesia for the procedure. No patient complication reported.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the cryoconsole. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. No patient complication reported.

Manufacturer narrative:
The device involved in this event not marketed in the us, but is similar to universal cryoconsole marketed in the us (PMA # p020045). Investigation of cryoconsole performance is in progress; results of evaluation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.